Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 600 mg/dl. The date of hospitalization was 2 weeks prior to the aware date of this incident. It is unclear what caused the high blood glucose. No further information was provided.